Event description:
When trying to remove specimen at the end of the procedure, the kii shielded bladed 11 x 100mm trocar began to fall apart while inside the patient. Additionally, while the specimen was being removed via an ethicon endopouch, it fell apart inside patient. Both broken items were successfully replaced during the procedure with no additional issues and no retained items. The patient was discharged home per surgical plan.